Event description:
Customer states that during testing pump continues to run over a few millimeters after the dose should have been done. Pump did not alarm. Rate and dosage are 500 ml/hr and 10ml.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be confirmed.